Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with a second inratio meter. Results as follows:" date: (B)(6) 2011, inratio: 1.5, 2nd meter: 3.1. Tests were performed within minutes of each other on the same strip lot. Patient's normal inr is about 3.